Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the machine was freezing up and kept flashing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was freezing up and kept flashing. A field service engineer (fse) contacted the customer and confirmed that the station was running with no issues. The fse stated that following the application repair, no additional issues have been reported. The system functioned as intended after the field service engineer verified the device.